Event description:
It was reported that during a lobectomy procedure, on the second firing across the pulmonary artery, it cut but did not staple. The surgeon over sewed the pulmonary artery. There was no adverse pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.